Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third party service center, an error code related to the charging of the internal battery was observed. The device's power management board was replaced to address the issue.